Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
Leakage at the connection between blue and transparent part was reported with a chemosafelock bag spike after two hours of a patient infusion. There was exposure to (unspecified) anticancer drug(s) (to patients and medical staff). The body part of the device was reportedly tilted. The actual sample was inserted into the customer facility's in-house saline bottle, resulting in leakage at the connection. Moreover, after a while, the body part got detached by its own weight. - upon closely checking the fracture surface of male taper of the body, no irregularities, such as air bubbles or uneven thickness, which may contribute to strength deterioration, were observed. Upon closely checking the threads of the body part, solvent adhesion and deformation were observed. Moreover, remarkable deformation or broken threads were confirmed on the female connector of the spike. The observations results imply that the body part and spike has been forcefully connected in tilted position. There was no report of any other clinical impact or human harm, no serious injury/death, no blood loss, and no medical or surgical intervention was required. The device was changed with no further problems encountered.

Manufacturer narrative:
A couple of photos were shared by the customer for evaluation. Where a leaks from between the chemolock and spike is observed, additionally both samples are observed to be broken off. One used list# kl-bs001u3, chemosafelock bag spike was returned for evaluation. As received, the chemolock's post came broken off from the white spike, a remain piece chemolock's spike was inside the white spike and beach and stress marks were confirmed. Complaint can be confirmed. The probable cause of the separation that lead the leaks was due to unintentional bending force applied during use. D9 - date returned to mfg: 08jul2025.